Manufacturer narrative:
Device was used for treatment, not diagnosis. Report was initially submitted on jun 24, 2016 but the report did not pass the first acknowledgement in the FDA portal. Advised by FDA on jun 30, 2016 to resubmit medwatch. Patient initials are (B)(6). Patient weight is not available for reporting. This report is for one, unknown helical blade. Part and lot numbers are not available for reporting. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). Without a part and lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail - advanced (tfna) procedure on (B)(6) 2016, the blade missed the nail. X-rays reviewed before the nail was inserted indicated "everything looked as it should." As the lateral cortex was drilled, an unusual sound was heard, but surgery proceeded without difficulty. Before the incision was closed, a review of the final x-rays revealed that the blade had missed the nail. All hardware from the first implant set was removed and new hardware from a second implant set was inserted without difficulty. There was a 45 minute surgical delay due to the reported event. The surgery was successfully completed. The patient&#62688;postsurgical outcome was reportedly "good." This report is for one, unknown helical blade. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The concomitant devices were returned; the complained device was not returned for investigation. The returned concomitant parts are included in the trochanteric fixation nail advanced (tfna) system used for intramedullary fixation of proximal femoral fractures. The returned complete radiolucent insertion handle (B)(4), 130° degree aiming arm (B)(4), and blade/screw guide sleeve (B)(4) were received with no indication of damage which could have contributed to the complaint condition. The returned concomitant parts were tested out with known working/mating parts from product development and the complaint condition could not be confirmed. Some potential contributing factors which could have caused a misalignment include buttressing the blade guide sleeve too forcefully against the lateral cortex which could cause bowing, the connecting screw which is intended to keep the nail properly attached to the handle being loose, and soft tissue deflection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: nail: (part and lot unknown, quantity 1) ; 130 degree aiming arm: (part 03.037.013, lot 9460286, quantity 1); blade/screw guide sleeve (part 03.037.017, lot 9554329, quantity 1).

Manufacturer narrative:
Device was not implanted/explanted. Added blade/screw guide sleeve part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lot unknown, quantity 1); blade/screw guide sleeve (part 03.037.017, lot unknown, quantity 1); complete radiolucent insertion handle (part 03.037.012, lot unknown, quantity 1).